Manufacturer narrative:
Device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism, and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
The wife of a patient contacted lifecor customer support to report that the patient had removed the electrode belt to take a shower. She stated that he thought it was easier to disconnect the electrode belt from the monitor, but now he cannot get it reconnected. Patient was asked in the future to not disconnect the electrode belt from the monitor. Patient finally reconnected the electrode belt, but now the device was alarming. The device displayed "connect electrode belt". Patient states that he feels there is one pin broken inside the electrode belt connector. Support sent the patient a replacement electrode belt.